Event description:
On (B)(6) 2011, patient reported her infusion device was not delivering enough insulin. Blood glucose had elevated to the 200-400 mg/dl range beginning on friday, (B)(6) 2011. Patient switched to her backup infusion device on (B)(6) 2011, and blood glucose decreased. Normal blood glucose is 169-170 mg/dl. No error messages were received on the infusion device. Insulin cartridge and infusion set are changed every 3 days. Adapter was approximately 2 years old. Patient was advised on manufacturer recommendations. There were no air bubbles, blood, or leaks of insulin in the system. Patient did not forget to bolus, and there were no changes in her lifestyle. Infusion device was not dropped, cracked, or exposed to water or other liquid. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.